Manufacturer narrative:
After further review, it has been determined that this report was filed in error. No further reports are required for 2954323-2024-07194.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Visual inspection has been performed on the returned usb charger and charging cable and no issues were observed. The cable passed all testing. Visual inspection has been performed on the returned adapter and no issues were observed. Load testing was performed on the returned adapter and no issues were observed. Voltage testing was performed and the adapter was measured at 4.96v, which is within specification of (4.75v-5.25v). The reader was sent for further investigaton and de-cased. Reader passed all selt test's. Visual inspection was performed on the returned reader's pcba (printed circuit board assembly) and no signs of damage, burn marks, or corrosion was observed. The returned reader's battery was measured at 4.1v, which is within specification of (3.7v ¿ 4.2v). The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. Therefore, the issue is not confirmed. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-2023. Adc field action fa1005-2023 was issued to the us 09feb2023.